Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202-bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14-2872557. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision approximately 3 years post implantation due to chronic dislocation of hip joint and failed abductor muscles. Attempts have been made and additional information on the reported event is unavailable at this time.